Event description:
Information was received from the consumer via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient got power on reset (por) on wednesday after doing physician mode recharge, however, they continued to get the por message. The patient stated he had been recharging the ins to full. When the rep tried to interrogate the patient's implant on the day of this report, it went from full to discharge. An overdischarge was alleged. It was reviewed with the rep that the ins battery needed to be reconditioned since it had been a couple of years since the patient last used it. It was advised that the patient should charge up full and they try to clear the por. The rep was informed that once the ins was conditioned, they could assess the ins battery again to determine the extent of the damage. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.